Event description:
The patient reported that the device delivered 3 shocks while the patient was driving. The patient was in the hospital at the time of the report. The patient thought that the shocks were inappropriate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.